Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that there were no circumstances that led to the power on reset. The patient turned on and got the message and hadn¿t had a change in their activity or routine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that there was a power on reset (por) error code seen. The consumer reported that when the patient went to recharge on the day prior to the report, she saw the por message on the recharger. No troubleshooting could be done at the time of the call; the consumer reported that the patient had a bad night and was sleeping at the time of the call. The patient later called in and wanted to know how to clear the informational por. The patient was assisted in successfully clearing the por. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.